Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed the active exhalation verification in the system setup test prior to a field change order (fco) being implemented which must be resolved before proceeding. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), the customer's complaint was confirmed as the device again failed a test step during testing. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. Additionally, the fse performed a complete pvt as per the mfg's specifications. All tests and calibrations were found to be in spec or passed tests. Device placed back into full clinical service, ready for patient use.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation verification in the system setup test prior to a field change order (fco) being implemented which must be resolved before proceeding. There was no allegation of patient harm. The device was not in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.